Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment and the device was removed from the anatomy, the clip was found at the end of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight of the patient as it was reported to be approximately 70 - 80 kg. The device was reportedly discarded. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to, inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, and retraction of the device during clip deployment. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined. The lot number was not reported, therefore, the lot history record for this product could not be reviewed and a query of the complaint-handling database was not performed.